Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the auxiliary water channel was not deformed. The foreign material was not able to be identified, and the foreign material could not be removed by the engineer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the secondary water channel was clogged with foreign material due to the following: pre-cleaning may not have been performed immediately after a procedure, making it difficult to remove the foreign matter in the secondary water supply channel. Insufficient reprocessing of the secondary water supply channel. A fluid other than sterilized water was used for the secondary water supply. If the device was used in a procedure without the secondary water supply tube or the secondary water supply port cap attached to the secondary water supply port, foreign matter may have flowed back into the secondary water supply channel. However, a definitive root cause could not be determined. The device's instruction manual provides the following, which may help to prevent the issue: ¿ inspection of the auxiliary water feeding function (for endoscopes with auxiliary water feeding only): nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." "Note that the luer port on the maj-855 includes a one-way valve to prevent backflow. Do not use the maj-855 without the luer port in place, otherwise backflow of contaminated material may occur and equipment damage or patient injury may result." "When the auxiliary water tube is not connected to the auxiliary water inlet, be sure to have the auxiliary water inlet cap attached to the auxiliary water inlet. Otherwise, patient debris or fluids that back flowed may drip out of the auxiliary water inlet." The device's reprocessing manual provides the following precautions: "all channels of the endoscope, including the auxiliary water channel (where existing), must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center with a report that the auxiliary water channel of the subject device was clogged with foreign material. The device is an olympus loaner. There was no patient or procedure involvement.